Event description:
It was reported that a patient underwent hernia repair surgery on (B)(6) 2009, during which a gynecare tvt was implanted. The patient has since experienced stress incontinence, prolapse, infection, and pain. No additional information has been provided.

Manufacturer narrative:
The product was not returned. Based on the available information, no further action is needed at this time. Complaint information is regularly analyzed to determine if further investigation is necessary. If additional information becomes available, the investigation will be updated accordingly. The manufacturing number is (B)(4).